Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "the procedure as a ercp with stent deployment. Before the catheter was pushed over guidewire, the stylet was occluding the ide port. The device was not used and a secondary device (another g31527-fs-oa-10) completed the procedure successfully." Incorrect sized wire guide used.

Manufacturer narrative:
Device evaluation: 1 x fs-oa-10 device of lot # c1709938 was returned to cirl for evaluation opened with its original packaging. Lab evaluation: the device was evaluated in the lab on the 14th may 2020. As per lab evaluation the stylet was noted as protruding through the introducer. It was noted that this was not the complaint reported by the customer. The stent was not returned but it was noted that an clso 10fr was used with the device. Image review: n/a document review including IFU review: prior to distribution fs-oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oa-10 of lot number c1709938 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1709938 as per instructions for use (ifu0096-1) ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as mentioned in the precautions section: ¿wire guide diameter and inner lumen of wire guided device must be compatible¿. There is evidence to suggest that the user did not follow the label as per information supplied an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the device it is likely that the device would not receive the required support as it would with a 0.035¿ wire guide. Its possible that this lack of support contributed to the dislodgment of the stylet and further protruded through the device as evident in the lab evaluation. As per information stated the occlusion by the stylet was first noticed during the handling of the device and that the 0.025" wire guide made contact with the device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions.